Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited pacing inhibition for 5-6 seconds of asystole during an ablation procedure. Boston scientific technical services (ts) discussed the defib detect circuit function in the presence of high current. No adverse patient effects were reported. This product remains implanted and in service.